Event description:
It was reported that during an unspecified stenting treatment procedure of the renal artery, a stent embolization occurred. The express biliary stent came off of the balloon. The physician was able to snare the stent successfully. The procedure was successfully completed by using an unspecified balloon to dilate the lesion. No patient injuries were reported. Patient status is reported as "okay." Additional information regarding this event has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Should further relevant information become available; a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 7709215 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the stent dislodgement difficulties stated in the complaint could not be determined.